Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure and primary audible alarm. There was unknown patient involvement.

Manufacturer narrative:
D9: (B)(6) 2024. One device was received for evaluation. Visual inspection found a chipped top case, and a cracked plunger case. Primary audible alarm post was found in the event history log several times. Functional testing was able to duplicate the reported problem. It was determined that the speaker was the root cause. The speaker was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.